Manufacturer narrative:
During revision surgery, all gmk-sphere system has been revised. So, beside tibial tray, liner (reference number unknown), femur (reference number unknown) and patella (reference number (B)(4)) have been explanted. Lot numbers are not available for all the aforementioned devices, so it is not possible to perform document reviews.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and removed all implants and implanted an antibiotic spacer. The surgery was completed successfully. No information about lot numbers and the primary date.